Manufacturer narrative:
For any product information received. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the surgeon reduced the hip, after all implants were in, he noticed a large spiral fracture starting a few cm's below the stem and traveling all the way up to the proximal femur. Decision was made to close the wound, and address the fracture in a few days.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.